Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to the initial analysis there was an error on dimension for "segment aborted" which was not removed and sampling was done on the aliquot plate that should have been removed. Ccc reviewed the instrument data which indicated that quality control (qc) was in range on the day of the event. Ccc instructed the customer to run quality controls (qc) and precision, resulting satisfactory. The cause of the discordant, falsely low cre2 results is unknown. The cause for the operator not removing an aborted segment is human factor error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine creatinine (cre2) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were flagged "abnormal assay" and they were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument (B)(4), resulting higher. The samples were then repeated on the original instrument, resulting the same as the alternate. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cre2 results.